Event description:
It was reported that a patient with unipolar lead had received an alert for low pacing impedance, intermittently below 200 ohms. It was also reported that the lead's sensing of the r-wave had decreased from 8-11.2mv down to 5.6-8.0 mv since the last check 6 months prior. The caller did not have the serial number of the lead. Lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.